Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have the grip pin dislodged at the distal end. The distal pin did not exhibit any damage. The root cause of dislodged instrument grips pin is attributed to manufacturing. A review of instrument log was performed. Per the review, the instrument was last used on 13-arp-2022 on system sk4744 during prostatectomy procedure. The prograsp forceps has 16 uses remaining after last use. The instrument has max 18 lives. No image or video clip for the reported event was submitted for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was reported that the instrument's pin was dislodged. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the prograsp forcep's tip broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.